Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and no issues regarding the manufacturing process, packaging or final inspection were reported. As no device was returned for evaluation, the root cause of this issue could not be determined.

Event description:
A microscope drape was used for a tlif procedure on (B)(6) 2016. The glass that covers the actual lens of the scope broke when it was nudged by the surgeon using it. The glass and scope were situated over the patient's incision and the surgeon had to manually remove the larger pieces of glass from the incision. He went on to irrigate thoroughly to make sure any smaller pieces were clear. The surgeon hadn't started his decompression yet so the dura was not exposed at this time. The facility reported that they were not aware of any adverse effects to the patient at this time.